Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient reported loss of therapy. Patient stopped feeling stimulation and said ins was not working at all. The hcp checked ins with "88th and all lears were not registering." Doctor suspects a lead fracture. Patient is to have a revision, but is considering explant instead. Additionally, patient noticed 2 sores on top of the patient's buttocks at the top of the patient's butt crack and also said it is tender there. Patient clarified that the sores/tenderness is not exercise related. Patient will discuss with their hcp about the sores and determine whether or not they are related to the lead.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.